Event description:
The customer reported that the system displayed fuzzy images. They were able to complete the case. Afterwards, no images on the work station appeared after the case had ended. They could not print any images because the monitors were blank.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated all workstation pcbs. The system is operating as intended.